Event description:
The olympus representative reported finding air/water leakages on the evis lucera duodenovideoscope. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the adhesive of the lighting lens was peeled off with a gap in the glued end, which allowed dirt to enter the lens through the glue gap. This report is to capture the reportable malfunction of the glued end gap, which allowed dirt to enter the lens as found at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the bending section bond was cracked; the adhesive part of the lighting lens had come off; deformed air/water nozzle; the operation part was discolored; and the forceps plug cap had been scraped off. Scratches were found on the tip cover, tip cover, operation part, operation cover, grip, universal cord, part side on the oredome, scope connector side, switch unit, up/down and right/left knob, up/down angle fixing lever, and insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or/and handling of the device. Olympus will continue to monitor field performance for this device.